Manufacturer narrative:
Result - siderail, timing link; headboard, footboard.

Event description:
It was reported by service report that the headboard and footboard were damaged. It was further reported the siderail was damaged. It is unk if there was pt involvement or if there are adverse consequences to report.